Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a rapid blood glucose decrease from 90 mg/dl to a confirmed 58 mg/dl within approximately thirty minutes while using the ilet system, during which the algorithm dosed insulin in response to rising glucose and subsequently suspended delivery when glucose declined. Symptoms included hypoglycemia without loss of consciousness, dizziness, or need for assistance. Outcomes included self-management with oral carbohydrates and no medical intervention or hospitalization. Investigation included review of device-reported insulin dosing and glucose trends, as well as troubleshooting and education on pausing insulin and factors that influence glucose variability. Investigation of this case revealed a low glucose event with no evidence of device malfunction, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.